Manufacturer narrative:
The solitaire stent will not be returned for investigation as it was discarded after the procedure. Based on the information received, there was not any solitaire stent device malfunction reported during used. The solitaire stent performed as intended during the procedure. The event occurred in the patient post procedure and its cause was unknown. Symptomatic intracerebral hemorrhage (sich) is a known complication of thrombolysis and or mechanical thrombectomy treatment of patients with acute ischemic stroke. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through clinical study the patient experienced parenchymal hematoma and should be categorized as symptomatic intracranial hemorrhage (sich). This patient's images at 24 hours post procedure when it was discovered that this subject had a worsening of nihss by 4. The assessment of the images noted an sich. Diffusion-weighted magnetic resonance imaging (dw- MRI) images show an intracerebral hematoma in the right basal ganglia with an iso intense area within the hematoma. Hematoma extends to the anterior horn of the right lateral ventricle and toward the capsular region. Of the MRI findings, this email is to confirm that the parenchymal hematoma observed in this patient should be categorized as symptomatic intracranial hemorrhage.